Event description:
Pt receiving hemofiltration on the baxter bm25 unit. Hcp found precipitate in the heater bag and tubing leading to the hemofilter. Hcp reported this bag of solution had just been placed on the device. No alarms were noted at the time of this event; hcp discontinued therapy. No further info was provided by hcp.

Event description:
Healthcare professional (hcp) reported the new bag of solution was clear prior to being placed on this device. Hcp also reported pt was placed on hemodialysis following this event.